Event description:
It was reported the video system center image was lost for a few seconds and a message, "please wait..." Was displayed. After this issue happened twice, the endoscopic image reappeared, but with incorrect colors displayed. The actual image of the processor was unaffected, as the data on the sidebar continued to be displayed. The issue occurred during the end of an approximately three-hour unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was not returned to olympus; however, the event likely occurred due to a software malfunction due to an old version. Olympus will continue to monitor field performance for this device.